Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13g19083, h13f14110, and h13e22115 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced potential peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was reported that the patient experienced cloudy effluent and abdominal pain due to an unknown reason. The doctor was unable to diagnose the patient. The patient was not hospitalized for the event. The patient was treated with vancomycin (2 g) and gentamicin (100 mg) and recovered from the events. No additional information is available at this time.